Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure pod of a prismaflex st150 set was observed to be broken and leaked during continuous renal replacement therapy. There was no reported of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, photographs of the sample were received for evaluation. Visual inspection of the photos showed a leak from the access pre-pump pod. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue and further investigations are ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.